Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused lidocaine during patient therapy. An infusion of lidocaine was started at a rate of 0.5 mg/kg/hr with a volume to be infused of 250ml. The device alarmed for "air in line" approximately four hours and fifteen minutes after starting the infusion, and it was found that the entire bag had been infused. The patient experienced lidocaine toxicity temporarily, requiring medical intervention and monitoring. The IV tubing came out of the retention clip and was pulled at the distal end of the pump, causing the y-site to move down to the slide clamp. It was noted that the blue key did not come out of the pump during the infusion of lidocaine. The problem was replicated in the biomed shop, and when the tension was released, drops were seen to be falling at a faster rate. Additional information was received indicating there were significant changes in the patient's alertness which required administration of lipids with continuous observation of the patient until they were fully recovered from the lidocaine over-infusion. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Keypad test was performed, and all keys are functioning correctly, there is no indication of intermittent or malfunctioning keys. A flow rate accuracy test was performed at 25 ml/hour for one hour and the short, simulated therapy infused without any issues. Several attempts were made to duplicate the reported issue by running an infusion at 4ml/hour over a 4 hour period, a weight was placed on the downstream side of the set and partially misloaded the tubing and the device worked according to specifications. The event history log was reviewed and the lidocaine infusion at 3.7ml/hour began at 11:05 on the date of the event, followed by an air in line alarm at 15:01. Operational checks were performed and confirmed the device to be infusing accurately to specification. A review of the device history revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.